Event description:
A pixel issue on the pump display was reported by the caller, affecting the ability to read and interact with the pump screen, although basal insulin continued being delivered. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer confirmed understanding of the instructions to put the pump in storage mode before returning it, and the pump was to be returned via dpd.